Event description:
In 2000, lunar corp. (The initial importer and distributor of esaote s.p.a.'s artoscan orthopedic MRI device) submitted an MDR to the FDA describing this event. Esaote has now reviewed the patient's films and believes the images do reveal the presence of a tumor. In any event, esaote's investigation to date is consistent with lunar's in that no malfunction of the device has been revealed.